Event description:
Received information from an article on phakic iols - a surgeon reported he explanted ten micl lenses because of cataract formation. The surgeon did not implant the lenses initially. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Pt age: unk. Pt weight: unk. Date of event: unk. Expiration date - unk. Implant date: unk. Explant date: unk. (B)(4). Device evaluated by manufacturer? No. Lenses not returned. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - the article, published on june 2014, reported that the same surgeon had to explant ten icls to address cataract formation. It should be noted that this surgeon did not implant those icls and he was the principal investigator for the competitor`s product. Despite multiple attempts no details were obtained. Based on the limited information it was very difficult to determine the causality of the device with the reported event. It is well known that cataract is multifactorial in origin and includes patient genetic predisposition, medical and ocular conditions, exposure to toxic substances or radiation, age, trauma, etc. The literature reports that 6-7% of patients develop a cataract following icl implantation but only in 1-2% progress to clinically significant, especially in high myopes and older patients. The reassessment will be performed when/if additional information is received. Conclusions: based on the complaint history and the medical review, a specific root cause of the event could not be determined. (B)(4).